Event description:
It was reported that, "the surgeon used a #5 mis cutting guide he made his cuts and than put on the #5 left trial femur. It was noticed that the posterior and the posterior chamfer cut sat perfectly with the trial femur. However, there was a gap between the trial femur on the anterior and anterior chamfer cuts. The surgeon checked for posterior osteophytes and found none. He replaced the #5 cutting block and went over his cuts again to ensure the saw blade did not skyve over dense bone. After all this there was still a gap on the anterior and anterior chamfer cut. Surgeon requested that I have a cutting guide checked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.